Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. During the investigation tasks, it was noticed that the device here reported is actually the device which was implanted during the revision surgery on (B)(6) 2019. Identification of the explanted devices remain unknown. Furthermore, warsaw reported an unknown head in their complaint (B)(4) (MDR report 0001822565-2019-05345). This is why this complaint is going to be invalidated. Please void this report from your database. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
During the investigation tasks, it was noticed that the device here reported is actually the device which was implanted during the revision surgery on (B)(6) 2019. Identification of the explanted devices remain unknown. Furthermore, warsaw reported an unknown head in their complaint (B)(4) (MDR report 0001822565-2019-05345). This is why this complaint is going to be invalidated. Please void this report from your database.

Manufacturer narrative:
Medical product: durasul constrained insert size 28mm/51mm ; part#438028051; lot#63706028, therapy date: (B)(6) 2019. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The lot number of the device was received. The device history records will be reviewed during investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the left side and underwent revision due to dislocation.